Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's other manufacturer's right ventricular (rv) lead was reportedly fractured. There was no capture. The patient's system had not been checked in over two years. A lead safety switch was recorded since the last device check. The physician has elected to leave the other manufacturer's lead as is due to the patient not requiring pace support. No adverse patient effects were reported. The system remains in service.